Event description:
A pt was burned on the inside of the right calf(same leg which was under going a femoral/tibial re-rodding procedure). The burn was 3rd degree and has already been grafted by a plastic surgeon. The generator was tested and found to function properly and returned to use. The customer surmised that the burn may have occurred from current being carried in the metal rods being used in the procedure.